Manufacturer narrative:
The insulin pump was received with intermittent buttons response and button error alarm due to corroded keypad traces. No number ramping up noted during testing.

Event description:
The customer reported via phone call that they received a button error alarm and numbers were ramping up. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.